Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera and mycobacterium phocaicum. The lab report has been supplied, together with the information that the device is out of service due to its age. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the device was cleaned regularly per the instruction for use. The device is placed inside of the operation theater during use with the fan of the device positioned opposite to the patient and an estimated distance between the surgery field and the device of two to three meters. Also the customer used reusable operating table pads, which are not included in the circuit during the disinfection phase.

Event description:
See initial.